Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional also reported "infection¿, ¿extrusion of the implant through the incision of the mammary sulcus requiring its removal¿, and ¿rupture of the implant capsule intraoperatively". Capsular contracture baker grade ii and "drainage" were also reported. Patient has "a history of depression".

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain¿, ¿swelling¿, ¿liquid¿ and ¿fever in one of the breasts¿. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: the weight the device within specification, two openings curved on the anterior and crease flat. A microscopic analysis was performed which identified: two striated openings on the anterior. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain¿, ¿swelling¿, ¿liquid¿ and ¿fever in one of the breasts¿. Healthcare professional additionally reported "infection¿, ¿extrusion of the implant through the incision of the mammary sulcus requiring its removal¿, and ¿rupture of the implant capsule intraoperatively." Capsular contracture baker grade ii and "drainage" were also reported. Patient has "a history of depression." The device was explanted.